Event description:
Procedure: hip revision due to pain. Initial surgery was approx. 18 years ago. Stability stem implanted with a 56 duraloc cup. A new polyethene insert and ts head have been implanted. Cup and stem remain insitu. Product codes and lot numbers are not available. X-rays and explant photographs are available. Patient initials are (B)(6)., female, weight (B)(6).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.